Event description:
It was reported that stent damage occurred. The 80%-90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 28 x 2.50mm promus premier drug eluting stent was selected for use. However, after crossing the lesion, the distal end of the stent struct was lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts damaged and misaligned. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a kink 13.3 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 80%-90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 28 x 2.50mm promus premier drug-eluting stent was selected for use. However, after crossing the lesion, the distal end of the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.